Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridge with 300 units of insulin. Customer did not practice proper air removal technique. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. Customer's blood glucose was 260 mg/dl.